Event description:
Shunt cracked at the base during implant. The product defect was noticed prior to implantation.

Manufacturer narrative:
(B)(4). The returned valve was patent and met all specifications for pressure-flow and preimplantation testing at 0 cm hydrostatic pressure. The valve did not meet the requirements for leak testing due to a large tear in the top of the delta chamber, which precluded reflux testing. The valve also did not meet the requirements for siphon testing, which precluded pressure-flow testing at -50 cm hydrostatic pressure. It was noted that the delta chamber was dislodged and bent, which likely interfered with the siphon control. It is unknown how or when the damages occurred. The instructions for use that accompany the product caution that improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity, and necessitate premature surgical revision of the shunt system. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.